Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the lcd light and cracks near reservoir window. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.